Manufacturer narrative:
The reported event was confirmed during evaluation of the thermogard console display head (sn (B)(4)). The thermogard console display head is a reusable device and was manufactured 01 jun 2011. It has exceeded its expected service life of five years and is about 7 years old. The console display head was received with a degraded display panel screen and a damaged saline hook. The root cause for these observed issues is attributed to wear and tear due to the age of the device. After replacement of the display panel screen and the damaged saline hook, the console display head was functionally tested and passed all final testing criteria without any issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for a display screen issue with the thermogard console display head with serial number (B)(4).

Event description:
During routine inspection, the user observed moisture on the display panel screen of the thermogard console display head (sn (B)(4)). No patient involvement.